Event description:
It was reported to philips that system failed to boot; m-cabinet issue identified on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the service part single board computer, pfs-418 cfg2 hdd, and motherboard of the pc, and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).